Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0v7mm, implanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # va0v7mm, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal issues. The manufacturing representative reported that assistance was needed for an intra-operative impedance issue. There was no trouble inserting the lead, but impedances were measured at 1.5v and 3.0v and impedances were >4000 ohms. 01 and 02 showed >4000 ohms. The rate was set to 14, pw 210 us, cycling 3s on 3s off. Bellows and toe flick were present at nominal amplitude values. The pw was taken up to 300 and the light were moved and the impedances cleared. The representative was content with these values and went back to complete the case. The programming of the device went great, only electrode 3 had a read above 4000 ohms. The patient was doing well. The cause of the high impedances remained unknown.